Event description:
Pt underwent an aortogram, bilateral iliac artery runoff for complete occlusion of the right iliac artery. During the bilateral iliac artery percutaneous angioplasty there was a retained foreign object to the branch of the left internal iliac artery. The tip of a csi 1.50mm atherectomy catheter broke off when the md attempted to remove the device. The md attempted to remove the catheter tip with a snare device. After multiple attempts they aborted retrieval attempts. Pt was to have bilateral iliac atherectomy, was going to receive stents as well. Will return next week for bilateral iliac stent placement. Cardiovascular surgeon was consulted. Review of films show the catheter lodged between the 2nd and 3rd level branch of the left hypogastric artery. Surgeon felt there was more risk in going in to retrieve the tip, felt there to be no clinical consequence of tip where it is.